Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Battery (voltage breaks down under load) defective, replaced. File clamp, power supply and test plug were not included. Test measurement and functional test without errors. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a raypex 6 apex locator gave electrical shocks; no injury occurred.